Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, fibroids and vaginal bleeding. The patient underwent the concurrent procedure of a total laparoscopic hysterectomy during mesh implantation. It was reported that post implantation the patient experienced pelvic pain, dyspareunia, granulation of tissues, and vaginal bleeding. The patient underwent partial excision of mesh and excision of granulomas at vaginal cuff on (B)(6) 2010. After excision the patient experienced an increase in urinary incontinence. (B)(4) - dyspareunia; granulation of tissue. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.